Event description:
The 4-0 nurolon 1/2c taper needle broke during neurosurgery. It broke at the juncture of the metal and the suture. All pieces were accounted for. No harm to the patient and no delay in the procedure.